Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated architect prolactin results on one female non-pregnant patient. The results provided were: initial = >200ng/ml / 1:10 dilution = 278.3ng/ml (normal range 3-29ng/ml) / tested on siemens method = 39.0ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of complaints for the prolactin assay (ln 07k76) did not identify any increase and no trends were found for the issue. Return testing was not completed as returns were not available. Historical performance in the field of prolactin reagent lots using world wide data through abbottlink was evaluated. The review of all in date prolactin lots showed that all median values are within +/-3sd of the mean indicating that the lots are comparable and performing acceptably in the field. A review of the manufacturing documentation for the assay did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the architect prolactin assay, list number 07k76.